Manufacturer narrative:
Date sent to the FDA: 05/07/2009. Sheath splits/cracks/breaks. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in 2009. During the procedure, the plastic sheath tore while pulling it through the patient. The procedure was successfully completed with no adverse patient consequences.